Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the surgeon noticed that the augmentation was not being provided on the monitor and the balloon did not inflate. The iab was removed and therapy was discontinued. Mild sclerosis and calcification were noted in the patient vessel. The indication for use was an unstable angina patient. There was no patient injury reported.

Manufacturer narrative:
Product status: the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the surgeon noticed that the augmentation was not being provided on the monitor and the balloon did not inflate. The iab was removed and therapy was discontinued. Mild sclerosis and calcification were noted in the patient vessel. The indication for use was an unstable angina patient. There was no patient injury reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a maquet product. The extender tubing returned was cut into two pieces and the male luer side was not returned. One kink was on the catheter tubing approximately 33.0cm from the iab tip. The sensor cable was returned cut in two parts. Visual inspection was performed on the catheter and no breaks were detected on the optical fiber. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. Due to the damaged sensor cable a sensor output test was unable to be performed. The reported difficulties could not be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the surgeon noticed that the augmentation was not being provided on the monitor and the balloon did not inflate. The iab was removed and therapy was discontinued. Mild sclerosis and calcification were noted in the patient vessel. The indication for use was an unstable angina patient. There was no patient injury reported.